Event description:
The nurse reported that probe has no aspiration and could not cut before vitrectomy surgery. The surgery was completed by changing a new product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe, with tip protector was received in a pouch. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration and cutting. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. The photo is of a pak label, reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The returned sample was found to be conforming, therefore an aspiration and cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).